Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Upon review, presence of noise artifact was observed on the ventricular channel. The artifact was too large to make programming changes. The lead was explanted and replaced. The patient was discharged.